Manufacturer narrative:
UDI is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional tests were performed. The top case, bottom case, right and left plunger cases were cracked. An occlusion test was performed and the reported problem was duplicated; due to a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn. The root cause was deemed to be normal wear. Actions were taken to mitigate the reported issues: replaced motor bracket, worm gear, delrin washer, leadscrew and clutch halves; performed occlusion test and all functional tests passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.